Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams 700 momentary squeeze (ms) pump was visually inspected, and no leaks were found. Contamination was found inside pump. The pump was not functionally tested due this contamination. The tubing was not returned for analysis. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Product analysis was unable to confirm the reported event.

Event description:
It was reported that an inflatable penile prosthesis (ipp) device was explanted due to the device not working properly. It was explained that the components were replaced because pump had cracks causing saline water leakage. The cause of the tube crack has not been identified in the hospital. This surgery occurred two weeks before this surgery. After this operation, the patient improved and is now stable.

Event description:
It was reported that an inflatable penile prosthesis (ipp) device was explanted due to the device not working properly. It was explained that the components were replaced because pump had cracks causing saline water leakage. The cause of the tube crack has not been identified in the hospital. This surgery occurred two weeks before this surgery. After this operation, the patient improved and is now stable.